Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary the product was returned to ethicon for evaluation. One open folder with a detached needle and one needle suture piece were received for analysis. The product code 8735h is double armed. Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the needle suture piece was visually inspected, and the swage and attachment area was noted to be as expected. The suture was examined, and the end was noted to be cut likely by a surgical instrument. In addition, tooling marks were noted on the strand. Per the conditions of the returned sample, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.